Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Fluid was diverted from the fluid path through a tear in the exposed portion of the soft cannula. It is unknown when or how this damage occurred. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. The pod initially was not able to connect to the master pdm to be downloaded. The pcb was observed to be wet but no corrosion was observed on the pcb or other internal components. The pcb was removed from the pod and connected to a power source but still failed to connect to the master pdm to be downloaded.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. Upon removal of the pod the patients parent reports the pods cannula was found to have been dislodged from the pod infusion site as well as bent. The patients parent was able to apply a new pod. Once at the hospital the patient had blood work administered. As treatment, the patient was put on an insulin drip. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.